Event description:
The company received info that suggested that the pt's wife claims that, the device was allegedly discovered to be "broken on the inside" during his last tracheostomy tube change . The pt's wife states that, the pt had not been having regular changes of the tracheostomy tube per MFR instructions for use and that tube in question had been in use for approx 8 months. The pt's wife did not see the tube in question and did not know disposition of said tube but believes it was thrown away. The pt's wife did not report any pt harm due to the alleged defective tube.